Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down. Customer's blood glucose ranged from 324-325 mg/dl. Customer continued to use the pump for insulin therapy.